Event description:
It was further reported that the stent was unable to cross the target lesion, can be due to calcification or artery anatomy, the device was unable to overcome the injury and stand place to release stent. Thus there was permanence of the injury severe coronary artery, in artery with thin caliber, tortuous and calcified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, impossibility of the stent to overcome the injury occurred. The target lesion was located in the unspecified artery. A 2.25 mm x 12 mm promus element plus stent delivery system was used. A pre-ballooning with two types of balloon took place. Then during the progression of stent placement, the procedure was stopped due to the impossibility of the stent to overcome the injury. The patient's condition was stable. No further information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).